Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not make an exposure. This can resulted in the system being unusable due to the inability to produce a live image. There is no report of injury or death associated with the event described in this complaint.